Manufacturer narrative:
(B)(4).

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the arm on (B)(6) 2024. On the day of the event, the patient received a ¿brief sensor issue, wait up to three hours¿ alert on her cgm. It was not specified what the patient¿s last known cgm value was prior to the sensor error. While waiting for the device to begin displaying cgm readings again, the patient began to experience dizziness and nausea. The patient decided to the go to the emergency room. At the ER, the patient¿s bg meter reading was 536 mg/dl and the cgm device was still in a sensor error state. The patient stated that she had internal bleeding and was treated with a blood transfusion and IV fluids. The patient alleged the internal bleeding was caused by the dexcom; however, no other details of the event were provided by the patient. The patient was discharged home 2 days later. The patient was still recovering at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.